Event description:
The customer reported that the 'c' was not rising when the button was pushed. No pt injury was reported.

Manufacturer narrative:
The service rep found that hte system went through normal boot-up sequence. He attempted to raise the "c" several time, negative results. The rep assessed that the ps-3 had a problem. He removed the power, interconnect and covers, then removed and replaced the ps-3. The rep ran an operation check of the system prior to reassembly, and again after reassembly. Passed both times.